Event description:
It was reported that the site was having problem interrogating the patient's device and kept getting message "failed to receive data". The site believed that there might be some short somewhere in the product since it would work only if held in certain position. New programming system was sent to the site and the old programming system is currently undergoing product analysis.